Event description:
It was reported that brown particulate matter was found on the connector port of an empty sterile container. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted embedded particulate matter on molded port of the sample. Functional testing including leak testing, clamp function testing, clear passage testing were performed with no issues noted. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.